Event description:
Report rec'd from baxter canada: failure 570:320:675:0000 occurred during pt transport. Pt was on intravenous hemodynamic support during transport from the cardiac operating room to recovery room. The resulting consequence was failure to deliver intropic medications needed to support pt hemodynamics. Blood pressure decreased to 50mm systolic and resuscitation of the pt was needed.